Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the applying the excessive external force when the endoscope was connected or disconnected or the aging degradation of the parts.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance the image was not displayed when the endoscope was connected to the subject device. The user stated that the cause of this phenomenon might be the damage of the output socket of the subject device. The service department of olympus australia checked the subject device and found that the output socket had the crack and the failure of the lock function, also the inside and the fan were dusty. There was no report of patient injury associated with this event.